Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken hanger assembly. It was also indicated that the output connector assembly was broken, case was broken, battery drawer was broken, display wires were pinched, and main seal was pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken metal bracket, and required preventive maintenance. The epg has been returned for repair. There was no patient involvement.